Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced seizures. The patient had a trial procedure that started on (B)(6) 2011 and (B)(6) later had 4 seizures. The patient had a permanent implant placed, but had the entire system removed on (B)(6) 2011. Additional information from the patient's physician was requested.